Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1 is off the needle but still attached to the suture. The t2 is still on the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the device cycled to the pre-t2 position, pushed the t2 off the needle, and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, after the t1 was deployed from the fast-fix 360 device, the t2 was deployed prematurely. In consequence, the t1 was left secured in the patient, and t2 was successfully removed. The procedure was completed using a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).